Event description:
Related MFR report: 3006705815-2020-31214 follow up information received identified the patient's percutaneous leads were replaced with a single surgical style lead, and the reported issue of lead migration was addressed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31214. It was reported the patient's scs system leads migrated. The issue was reportedly confirmed by x-ray. Surgical intervention may be taken to address the issue.